Event description:
Paramedics attached electrodes and the device to a person diagnosed in cardiac arrest. The device reportedly displayed a continuous connect electrodes message. The paramedic checked electrode placement, position, skin prep and connection. The device continued to display the connect electrodes warning message and use of the device was inhibited. A second set of electrodes were used on the patient with same result. The patient was not resuscitated. Scene situation: pt reported to have collapsed while riding 'trail' type motorcycle along remote stretch of beach. Paramedic reports that the patient may have been in cardiac arrest for up to 60 minutes, between collapse and helicopter arriving. The device operator indicated that the reported problem did not cause or contribute to the patient's outcome. This opinion was based on the patient's excessive downtime.